Manufacturer narrative:
H6: annex a code corrected from a1601 (device alarm system) to a0709 (device sensing problem). H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after the power up process, event history log (ehl) review, and checking the size calibrations, the customer problem was duplicated. The pump was found to have an error "invalid syringe size - syringe plunger not in place." The size small quality control (qc) slug was out of specification at 0.319 and should have been between (0.248-0.264). The cause of the customer reported problem was the size was out of specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative recalibrated the size to within specification and performed preventative maintenance by setting the time and date. The manufacturer representative cleaned, greased, and calibrated the pump and it passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a priming issue and alarmed related to not recognizing syringe or syringe size. This issue is not related to physical damage/abuse. Per reporter, this event occurred during set up, there was no delay of therapy, and the nurse was not able to set it up. There was a patient involvement. No patient harm/adverse event was reported. The device was returned for repair.